Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 78 year old male that was implanted with a impella cp for support during high risk cardiac procedure. It was reported that there was concerns for hemolysis. The care team planned to evaluate the position of both devices and optimize positioning as needed. No additional information was provided.